Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated left motor will not drive, also the whole chair will intermittently stop.